Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day he applied the adc freestyle libre sensor. Due to customer being unable to obtain a glucose result, he experienced unspecified symptoms and was seen at a hospital where he was diagnosed with hyperglycemia and treated with intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the product download. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the same day he applied the adc freestyle libre sensor. Due to customer being unable to obtain a glucose result, he experienced unspecified symptoms and was seen at a hospital where he was diagnosed with hyperglycemia and treated with intravenous fluids. There was no report of death or permanent impairment associated with this event.